Event description:
The customer reported that while running a hepatitis core assay, the summit sample handler, misread a sample barcode as "lp12309" instead of "lp52009" and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic systems complaint number 97-02626-05.